Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Device in wrong position: the cause of the device in wrong position was determined to be an unintentional use error since the pump came out of position upon peel away removal. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that the right percutaneous device was delivered via the left femoral vein and advanced through a very large right atrium. Upon removal of the peel-away sheath, the device migrated back across and could not be re-crossed. No patient harm was reported.